Manufacturer narrative:
Please note that this device amiia pta balloon catheter is distributed outside the united states; however, it is similar to the united states product pta balloon catheter aviator 422xxxxx.

Event description:
The tip was found separated from the pta system during preparation just before flushing. The detached tip has a length of approximately 4mm. The balloon remained attached to the pta system. The shippers box and the sterile package were received intact. The product was not use in-patient. There are no secondary issues with the product. The procedure was completed using another device. This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Add'l info will be sent within 30 days upon receipt.